Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't deploy. There were no effects to the patient and they had to open another kit.

Manufacturer narrative:
Corrected section: a-2 corrected age at time of event from "71" to "70." Internal complaint number: (B)(4). The lot # 25154023 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The hsk iii device was returned to the factory for evaluation on 03nov2020 and investigated on 30nov2020. Signs of clinical use but no evidence of blood was observed. A visual inspection was conducted. The delivery device was returned outside of the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the unlocked position. The seal was seen in the loading, the seal was then pulled out from the loading device for inspection. The seal was inspected. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. Based on the received condition of the device the reported failure ¿activation problem¿ was not confirmed but the analyzed failure mode ¿fitting problem¿ was confirmed.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't deploy. There were no effects to the patient and they had to open another kit.